Manufacturer narrative:
Explanted date: device was not explanted. Interventional cardiology of gainesville- cardiology associates of gainesville. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason.

Event description:
The user facility reported the following: a groin hematoma was present in a patient post procedure; the hematoma happened many hours after the procedure; the groin was closed with an angio-seal device; (IV) the procedure outcome was successful; there were no other devices or equipment used with the reported product. On (B)(6) 2022 additional information was received. The facility reported the following: the procedure was a peripheral intervention using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The patient was already discharged from the facility when the patient presented to the ER with bleeding/hematoma. (Vi) the size of the hematoma was not observed as the patient was not at the facility when bleeding/hematoma occurred. (Vii) the patient is deceased. On (B)(6) 2022 it was reported that the patient passed away on (B)(6) 2021 of cardiogenic shock.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information received on 14 feb 2022: it was reported that the patient was inpatient at the hospital during the time of the cardiogenic shock. The patient was discharged from the facility. The hematoma occurred hours after successful recovery in the surgical center. Patient was transferred to a hospital from living facility where patient resides. The co-morbidities that are known regarding the patient are valve disorder, chf, cad, dm, pad, hx of pe, hx of leukemia, htn.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section b2. In the initial report the check box for death was inadvertently checked.